Manufacturer narrative:
Unit received with intermittent response from all buttons due to corroded keypad traces. No button error alarms noted. Unit received with operating currents within specification. Unit passed self, restart error, displacement and rewind. However, unable to prime unit during the prime and system sensor and motor error alarm during basic occlusion test due to faulty force system resistor. No traces of moisture were noted at electronic ormotor assemblies per visual inspection. Unit received with corroded battery tube. Unit received missing end cap sticker and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after the pump got wet. The customer's blood glucose reading was 387mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.